Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap luer transfer set could not be closed tightly with the iodine volts cap. This issue occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye identified broken occluder feet, and the white twist sleeve separated from the light blue main body due to the broken occlude feet. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; clamp function testing failed due to the broken occluder feet. The reported issue was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.